Event description:
The reporter stated that surgeon inserted a cc4204bf collamer plate lens. Lens was damaged during loading. The lens was removed. No enlarged incision or sutures required. No pt injury. Another same model and size lens was implanted. The reporter stated the event was due to user error.

Manufacturer narrative:
Evaluation codes: results: other - visual inspection of the returned product found both haptics are torn off and missing. Pieces of optic are missing. There was evidence of clear surgical residue.